Event description:
On september 27th 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch select meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation as the patient had to end the call. The patient detailed that the alleged issue began on an unspecified date around 2 weeks prior to contacting lfs. The patient reported that they obtained alleged readings of ¿17.0 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unable unwilling to say how they manages her diabetes. The patient reported that they took an increased dose of insulin in response to the alleged product issue. The patient reported that around 1 hour after the alleged product issue began, they developed symptoms of ¿panic and sweatiness¿. The patient reported that they self-treated with food/drink - ¿5 spoons of sugar¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure. However, the test strips involved in the complaint had expired on 05/2017. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.